Event description:
It was reported that the customer experienced a blood glucose (bg) level of 60-72 mg/dl. Reportedly, customer inadvertently entered in the incorrect amount of units which caused them to go low. Reportedly, customer went to the fire departement who transported them to the emergency room (ER). Reportedly, customer was treated intravenously with fluids of dextrose at the ER. Customer was released from the emergency room with issue resolved and no permanent damage. Systems check with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. Device not returned.